Manufacturer narrative:
One 8.5f agilis sheath was returned for evaluation. The sideport tubing was not returned. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
Related manufacturer reference number: (B)(4). During a redo pulmonary vein isolation ablation procedure, the irrigation tubing became detached from the valve of the introducer. The sheath was replaced but the same issue occurred. The procedure was completed without an introducer and there were no adverse consequences to the patient.